Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0185 boston scientific lead implanted 2010 (B)(6); 1882tc st jude lead implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedances in tip to ring and ring to coil configurations. The lead remains in use and no patient complications have been reported as a result of this event.